Event description:
Allegedly, eprd reported 6 new complications for advance® patella re-revision (2 infections, 1 malalignment, 1 loosening, 1 other and 1 unknown). No further information was reported. This incident is capturing 1 unknown.